Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the gas delivery engine fixed the reported issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the fio2 stopped on 24%. No patient harm.